Event description:
It was reported that on (B)(6) 2011, during a procedure to treat a chronic total occlusion in the right coronary artery, a 3.0 x 28 mm promus stent system was advanced into the patient anatomy and the stent was deployed. The patient remained hospitalized. On (B)(6) 2011, the patient returned to the cath lab and thrombosis was noted in the promus stent. Two non-abbott stents were deployed to treat the thrombosis; however, the patient died. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and death, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.